Event description:
A caller reported experiencing intermittent occlusion alarms. There was no reported adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, thereby resuming insulin therapy.